Event description:
The reporter stated that hospital staff reported that the unit was delivering high. The unit was tested several times by biomed with no faults occurring. No pt injury or treatment was reported with this event.